Event description:
Discordant high immulite 2500 ck-mb assay results were obtained on three pt samples. The customer performs duplicate and repeat testing on discordant results. There was no known report of pt treatment being altered or adverse health consequences due to the discordant high ck-mb assay test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the initial discordant immulite 2500 ck-mb results. The instrument is performing within specs.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the initial discordant immulite 2500 ck-mb results. The instrument is performing within specs.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the initial discordant immulite 2500 ck-mb results. The instrument is performing within specs.

Event description:
Discordant high immulite 2500 ck-mb assay results were obtained on three pt samples. The customer performs duplicate and repeat testing on discordant results. There was no known report of pt treatment being altered or adverse health consequences due to the discordant high ck-mb assay test results.

Event description:
Discordant high immulite 2500 ck-mb assay results were obtained on three pt samples. The customer performs duplicate and repeat testing on discordant results. There was no known report of pt treatment being altered or adverse health consequences due to the discordant high ck-mb assay test results.